Event description:
The customer reported that their spo2 readings were not valid.

Manufacturer narrative:
The customer reported that their spo2 readings were not valid. The spo2 values were higher than actual which could lead to a failure to alarm and prevent timely provision of emergent care. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)